Manufacturer narrative:
(B)(4). Method: the returned rt236 breathing circuit was tested to see if the heater wire adaptor could be connected to the heater wire socket. Results: both the inspiratory and expiratory heater wire adaptor sockets on the rt236 breathing circuit were able to be connected to a heater wire adaptor. Conclusion: no fault was found with the complaint rt236 breathing circuit.

Event description:
A healthcare facility in (B)(6) reported via a distributor that a heater wire adaptor could not be connected to the heater wire socket on the expiratory limb of an rt236 infant dual-heated evaqua breathing circuit. This was noticed prior to patient use.